Event description:
Additional information received indicated the issue had not resolved following the procedure on (B)(6) 2021 and the patient underwent surgical intervention on (B)(6) 2021 wherein the lead was repositioned and secured. Reportedly, the issue resolved.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced lead erosion and the lead protruded through patient's skin. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the doctor numbed patient's affected area, lead was re-tunneled and incision site was closed to address the issue.